Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad inoperable, which was reproduced. The device evaluation confirmed the malfunctions. It was observed that the #3, (.), #4, #5, #6, #7, #8, and #9 key were inoperable and when pressing the remaining key, an automatic output of the #3 key will occur following the selected key's function caused by a failed keypad. The keypad replacement was satisfied through a front case replacement. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no pt injury.